Event description:
The customer contacted stryker to report that their device unexpectedly lost power multiple times during patient use. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing power pcb assembly and completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The replaced part was forwarded to the product assessment center (pac) for further evaluation. The cause of the reported issue was isolated to the power pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power multiple times during patient use. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.